Manufacturer narrative:
Block b3: exact date unknown, event occurred in the year of 2023. D6b: explant date: 2023. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70 serial number: (B)(6). Batch/lot number: 7078842 model/catalog description: linear st lead kit 70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-70 serial number: (B)(6). Batch/lot number: 7078834 model/catalog description: linear st lead kit 70 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced severe infection. The patient subsequently underwent a spinal cord stimulator (scs) system explant procedure. No further information could be obtained.